Event description:
The patient was experiencing phrenic nerve stimulation and intermittent diaphragmatic stimulation from the left ventricular lead. The lead was reprogrammed and remains in use. It was reported that an atrial lead check triggered and it was found that the atrial lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.